Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, g5, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava perforation, bleeding in stool, organ perforation, embedment, migration, stenosis, chest pains (feels like a stabbing inside with a needle, (hypertension) high blood pressure, swollen right leg, swollen right calf, discolor of entire right leg, headache, back pain and limited physical activity. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported bleeding in stool, chest pains (feels like a stabbing inside with a needle, (hypertension) high blood pressure, swollen right leg, swollen right calf, discolor of entire right leg, headache, back pain and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via left common femoral vein due to post deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, bleeding, organ perforation, embedment, migration and stenosis. The patient further alleges ¿(chest pains) feels like a stabbing inside with a needle (hypertension) high blood pressure, swollen right leg, swollen right calf and discolor of entire right leg, blood in stool at times, headache and back pain¿ as well as limited physical activity. Per a CT (computed tomography) scan of the abdomen and pelvis dated 1(B)(6) 2017, ¿there is an infrarenal inferior vena cava filter in place. The ventral strut penetrates the ivc and abuts the right anterolateral margin of the aorta without evidence of penetration. Lateral and posterior struts also mildly penetrate the inferior vena cava without evidence of adjacent organ penetration. The filter is tilted to the patient's right side, encroaching into the right renal vein. The filter hook abuts the wall of the right renal vein and may be embedded in the vessel wall. At the level of the filter apex the caval diameter is significantly decreased as compared with the intrahepatic and infra-filter cava.¿

Event description:
Per computed tomography (CT) report, "an ivc filter is noted. There is enlargement of the ivc with filling defects seen within the inferior portion of the ivc consistent with thrombus. Thrombi are identified within the left common, external iliac and left common femoral veins with enlargement of these veins." Per CT report, "left femoral venogram demonstrates widely patent femoral and common femoral veins. Left iliac venogram demonstrates extensive acute thrombus within the external iliac vein extending throughout the entire left common iliac vein. Left iliac venogram demonstrates extensive acute and chronic thrombus within the iliac vein. Ivc cavogram demonstrates chronic thrombus within the ivc inferior to the tilted ivc filter. Ivc cavogram at the level of the filter demonstrates free-floating acute thrombus cephalad to the ivc filter. The ivc filter is tilted rightward into the right renal vein confluence." "Occlusion of ivc inferior to the filter." "Occlusion of left iliac venous system with large amount of chronic and acute thrombus." "Suction thrombectomy of acute thrombus above the ivc filter and placement of thrombolysis catheter". Per successful retrieval report, "complex ivc filter removal." "Resolution of ivc thrombus cephalad to ivc filter. Thrombotic occlusion of left common iliac vein and a large partially occlusive thrombus burden in right common iliac vein. Chronic occlusion of ivc with largely chronic residual thrombus." "Attention was then turned to the ivc filter. The ivc filter apex was released with delicate dissection using the forceps retrieval device. Using a combination of in-vivo snare, tulip snare and forceps, the filter was straightened and engaged with the 18-french sheath. The filter retrieval was initially attempted with the tulip snare, but the retrieval hook was straightened during this attempt. Filter removal was then completed using the forceps and sheath-shearing technique the filter was fractured during removal, but all pieces remained attached to the filter body and all pieces were removed. Filter design was consistent with a cook gunther tulip ivc filter. This filter was examined extensively and all pieces were accounted for."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, deep vein thrombus, occlusion, complex removal. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. A total of 9 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per CT report, "filter position: below the level of the renal veins. Impressions: the filter is tilted to the right with its proximal cone 18 mm through the ivc wall". "The anterior strut penetrates 13 mm through the ivc wall." "The left strut penetrates 4 mm through the ivc wall." "The posterior strut penetrates 19 mm through the ivc wall. " "the right strut penetrates 10 mm through the ivc wall."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A total of 9 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: occupation: non healthcare professional. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.